Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) d9: yes returned date:02-19-2024 h3:yes serial# unknown h3:yes serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6) , controller with unknown serial number) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) and visual evidence provided by the site revealed a loose, detached power port one (1) connector with exposed wires. Visual inspection revealed that the thread of the connector did not have an adequate application of the loctite substance. Internal visual inspection revealed a loose metal locknut from power port one (1) in the controller, as well as several damaged and displaced electronic components. Functional testing revealed that the controller was unable to properly communicate with batteries on power port one (1); during testing, the controller identified a battery as a power adapter. Analysis indicated that the loose locknut likely caused a short circuit condition, resulting in damaged components, including damaged diodes on the communication line and a damaged pin, which caused the controller to perceive the battery as an ac adapter. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed data points recorded on (B)(6) 2023 at 11:34:04 and at 11:49:05 where the relative state of charge (rsoc) value of the battery connected on power port one (1) was logged between 101-201, which is indicative of a communication error. This likely corresponds with the observed controller damage resulting in an inability of the controller to recognize batteries. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Of note, during a power disconnect alarm, the alarm message will show on the controller¿s display, preventing the vad parameters from displaying, and will clear when the alarm condition is resolved. Review of (B)(6) event log file revealed that (B)(6) lost power on (B)(6) 2023 at 12:47:12, which corresponds with the reported controller exchange. A controller power-up event was then logged on (B)(6) 2023 at 17:31:19, likely during troubleshooting following the reported failure of the pump to restart on the backup controllers after the reported controller exchange. Following the power-up event, one (1) vad stopped alarm was logged on (B)(6) 2023 at 17:31:40, indicating that the pump failed to restart after several attempts. Additionally, review of the event log file revealed motor start events recorded on (B)(6) 2021 at 11:29:10 and on (B)(6) 2023 at 09:46:04 in which the motor start parameters were atypical. Log file analysis involving (B)(6) and the controller with unknown serial number could not be performed since log files were not available for analysis. As a result, the reported loose power port connector, power disconnect alarm, and failure to restart events on (B)(6) were confirmed. However, the failure to restart associated with (B)(6) and the controller with unknown serial number could not be confirmed due to insufficient information. The most likely root cause of the reported loose power port connector event can be attributed to improper assembly. CAPA pr00508470 was opened to investigate loose connectors with controller 2.0. The most likely root cause of the observed damaged and displaced components within the controller, and the resulting observed inability of the controller to properly recognize batteries and reported power disconnect alarm event, can be attributed to the loose locknut coming in contact with the controller's printed circuit board. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the reported failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the third controller did not successfully start. The status and outcome of the patient was not provided.

Event description:
It was reported that the controller power input was removed/broken and the controller exhibited a power disconnect alarm. It was also reported that the controller screen only displayed the alarm and did not display the ventricular assist device (vad) parameters. The controller was exchanged and the vad failed to restart. The backup controller was exchanged and the vad failed to restart. The patient's condition was noted as "good, but (they were) under observation overnight." The patient also received an echocardiogram and blood analysis. The vad remains in use. The status of the third controller was not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #:  1420, catalog #:  1420, serial or lot#:  (B)(6). D9: no. H5: no . H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller,  d4: model #:  1420, catalog #:  1420. D9: no. H5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller,  d4: model #:  1420, catalog #:  1420. D9: no. H5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.